Event description:
Event description guidant received information that during an attempted implant, the shocking lead impedance measurement of this transvenous defibrillation lead measured less than 20 ohms during multiple painless lead integrity tests (plit).